Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Follow up type: correction. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the log file submitted on june 25, 2019. The log file captured no external power alarm event on june 20 at 2:07 am. The alarm was related to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and continued to operate at the stored speed of 5,400 rpm. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 6 months (the age is calculated from the start date to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen on (B)(6) 2019. During the analysis of the log files, there was a loss of power to the mpu being briefly interrupted observed.